Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified alarms occurred. Reportedly, the customer was unable to clear the alarm. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.